Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical cholecystectomy, partial liver excision, and lymph node surgery, while isolating the cystic duct and artery, a ¿surgeon console image error¿ was triggered. The surgeon console was restarted multiple times, and the cables were reconnected, but the error persisted. The entire system was subsequently restarted, yet the console displayed a non-recoverable error. After restarting the console, the issue was resolved. There was a delay of 40 minutes due to the reported issue.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image and video for the reported surgeon console. One image and one video were received for evaluation. The image depicted a surgeon console screen with several yellow alarms being shown. The video showed the surgeon console screen suddenly going blue. The surgeon console interactive display shoed that the surgeon console was calibrating, and there was a yellow alarm. Evaluation of the logs showed an error code for 'local alarms communication loss - surgeon console', which is a communication loss w ith the surgeon console leading to a non-recoverable error. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical cholecystectomy, partial liver excision, and lymph node surgery, while isolating the cystic duct and artery, a ¿surgeon console image error¿ was triggered. The surgeon console was restarted multiple times, and the cables were reconnected, but the error persisted. The entire system was subsequently restarted, yet the console displayed a non-recoverable error. After restarting the console, the issue was resolved. There was a delay of 40 minutes due to the reported issue.